Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of (B)(6) results for 1 patient tested for elecsys anti-hcv ii immunoassay on a cobas e 411 immunoassay analyzer. The initial result from the e411 analyzer was (B)(6). The sample was repeated on the e411 analyzer with a result of (B)(6). The sample from (B)(6) 2019 was sent to a reference laboratory where it was tested by the polymerase chain reaction (pcr) method and the hcv result was (B)(6). The (B)(6) results from the e411 were provided to the patient who questioned them as she claimed to have been diagnosed with (B)(6). The customer repeated the sample from (B)(6) 2019 on the e411 analyzer and the result was (B)(6). On (B)(6) 2019 the sample from (B)(6) 2019 was tested by the siemens centaur method with a "(B)(6)" result." The actual result was not provided. A 2nd sample was obtained on (B)(6) 2019 and was tested on the e411 analyzer with a result of (B)(6). This sample was tested by the pcr method and the result was "(B)(6)." The actual result was not provided. There was no allegation that an adverse event occurred. The e411 analyzer serial number is (B)(4).

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.